Manufacturer narrative:
(B)(4). Batch # u5ez28. (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that sr75 reload was received unfired, unlocked with the left gripping surface damaged making the reload nonfunctional. No functional testing was performed due to the condition of the reload. In addition a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the gripping surface had been broken off so that the cartridge could not be loaded into the jaw before use. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.